Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4) device evaluation: lifescan received the meter with the complaint and completed device evaluation on (B)(4) 2012. Investigation confirmed the issue: the meter's lcd was defective.

Manufacturer narrative:
No product is expected to be returned.